Manufacturer narrative:
Meter was returned and evaluated. The complaint was not confirmed and no new issues were observed, all results were within range specifications, the standard deviation was within specification and no errors were observed during control solution testing.

Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer lost consciousness after obtaining a reading of 342 mg/dl on the meter at 05:55 in 2007. An ambulance was called. A doctor performed a test using a glucotrend roche meter; this gave a result of 23 mg/dl. The customer was given an intravenous injection of glucagon.